Event description:
Consumer reported needle clog during injection, she stated that there is no insulin flow. Consumer does not re-use. Lot #: 3283936. Catalog #: 320119. Date of event: unknown. Samples: discarded.